Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this right atrial lead was explanted due to loss of capture. The explant and event dates provided do not make sense so they were left off of this report.